Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure to treat restenosis of the tibial artery an amphirion balloon was used. Approximately one month later the patient had restenosis of the right tibial artery and was treated by vascular intervention using an amphirion balloon. Approximately 19 months post procedures the patient died.